Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical or functional anomalies were observed. The lower case was found to be broken.

Event description:
It was reported there was no pacing output. A nurse stated that the device turned itself off. The patient went asystole, CPR was performed, and a permanent pacemaker was implanted. No further patient complications were reported as a result of this event.